Event description:
The following has been reported: pump from sicu reported to biomed that the screen froze, touch screen would not respond. "Occluded line to force an alarm so I could turn pump off", no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The system on module (som) was found to be defective. This has been escalated internally as a scar and CAPA. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.